Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose (bg) was 600 mg/dl with ketones; contact was unable to provide the size of the ketones. A manual injections was administered to address elevated bg level. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support, reportedly, customer reverted to manual injections.